Manufacturer narrative:
Additional information: event site postal code: 52100. A getinge field service engineer evaluated the unit and found helium tank emptied. Fill unit defect found, to be replaced, fill unit replaced, pneumatic module assembly fine-tuning repair completed, regular operational tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) discharges the helium tank though it is kept closed.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) discharges the helium tank though it is kept closed. There was no patient involvement.